Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a return of the issues on their philips information center (pic ix). The biomed stated that red alarms are silencing themselves. The biomed further stated there were several x¿s where the red alarms silenced themselves and would like to know what they are. No injury or medical intervention was reported.